Event description:
After removing the guidewire from the package, it was noticed that the tip of the wire was broken. There was no separation. The product was not clinically used, as the defect was noted prior to use. No additional information was available. The product was not returned for analysis. As no sterile lot number was available, neither a device history review nor a lot history could be performed. With the limited amount of information available and without the return of the product it is not possible to determine the relationship between the device and the event. However, user-handling factors may have contributed to the reported event.